Manufacturer narrative:
See MDR # 1920664-2007-01600 for the intraocular lens used with this delivery device.

Event description:
The haptic bent in the delivery device during the insertion of the lens into the patient's eye. The lens was removed and replaced.